Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a staphylococcus infection and passed away. Follow up information from the patient's physician indicated that the infection was related to the implanted implantable cardioverter defibrillator (ICD) system. The ICD system was explanted prior to the patient's death.